Manufacturer narrative:
(B)(6). PMA# ¿ 510k: this report is for an unknown tibia plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Device has not been explanted; an explant is planned for (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation, as it remains in the patient. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had an accident and a surgery was performed on (B)(6) 2016 to treat the ankle. During the surgery they implanted a pilon tibial plate. The patient feel sometimes stabbing pain and the nerves are irritated around the scar. The patient is not sure if it is due to the plate, but he feels not so comfortable. During the follow-up control the surgeon stated that he believes the plate was too thick. The material is still implanted; a surgery is planned in (B)(6) 2017 to remove the plate. This report is for an unknown tibia plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.